Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal section. It was reported the event was not associated with a patient. The devices were prepared as indicated in the package insert. It was unavoidably removed due to deployment failure on distal side. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. No other operation was used to deploy the stent. The stent was removed from the patient with the microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #704949338:equipment used: vis (m-78210), 203cm ruler (m-83361) document used: n/a as found condition (condition of returned device): a pipeline flex embolization device and a phenom-27 catheter were returned for analysis within a shipping box; within a resealable plastic biohazard bag; within another resealable plastic bag. Visual inspection/damage location details: no device malfunction was reported with the phenom catheter. In addition, the model and lot numbers were not reported; therefore, any compatibility could not be assessed. The phenom catheter was returned in 2 segments. The pipeline braid was found to be stuck within lumen of phenom catheter proximal segment. A mandrel was inserted into proximal segment at phenom hub and exited at separated distal end with pipeline braid. (Pli-10) the proximal pushwire assembly and distal pipeline assembly were not returned. Proximal braid end was found to be collapsed and frayed. Distal braid end was found to be collapsed and frayed. No other anomalies were found with the device. (Pli-20) no device malfunction was reported with the phenom-27 catheter. No damages were found with the phenom hub. The phenom proximal segment total length was measured to be ~20.6cm. The phenom distal segment total length was measured to be ~137.1cm. The catheter body was found to be separated at ~20.6cm from hub and at ~137.1cm from distal tip. The tubing material of the catheter separated ends exhibited stretching with jagged edges. No damages were found with the distal tip. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as both braid ends were found to be collapsed. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. The customer reported having re-sheathed the device more than the recommended 2 times. (Reyesr32 2022-05-08) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per source review, subject reported puncture site pain, which improved, leaving a slight hematoma and developed a urinary tract infection prior to discharge, requiring abx treatment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the aneurysm was located in the c2 segment. The size was 6mm, and the neck diameter was 4mm.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a phenom-27 catheter were returned for analysis within a shipping box; within a resealable plastic biohazard bag; within another resealable plastic bag. Visual inspection/damage location details: no device malfunction was reported with the phenom catheter. In addition, the model and lot numbers were not reported; therefore, any compatibility could not be assessed. The phenom catheter was returned in 2 segments. The pipeline braid was found to be stuck within lumen of phenom catheter proximal segment. A mandrel was inserted into proximal segment at phenom hub and exited at separated distal end with pipeline braid. (Pli-10) the proximal pushwire assembly and distal pipeline assembly were not returned. Proximal braid end was found to be collapsed and frayed. Distal braid end was found to be collapsed and frayed. No other anomalies were found with the device. (Pli-20) no device malfunction was reported with the phenom-27 catheter. No damages were found with the phenom hub. The phenom proximal segment total length was measured to be ~20.6cm. The phenom distal segment total length was measured to be ~137.1cm. The catheter body was found to be separated at ~20.6cm from hub and at ~137.1cm from distal tip. The tubing material of the catheter separated ends exhibited stretching with jagged edges. No damages were found with the distal tip. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as both braid ends were found to be collapsed. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. The customer reported having re-sheathed the device more than the recommended 2 times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.